Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that for the last couple weeks the patient's recharger paddle has been getting hot while trying to recharge the implant. Caller denied any visible damage to the cord. A replacement recharger telemetry module (rtm) was sent out. Event date set to asked, unknown as year was not confirmed. Information was received from a patient's representative regarding an external device. The caller had a damaged belt. Caller stated the belt started to fray a couple months ago. A replacement belt was sent out. No symptoms were reported.

Manufacturer narrative:
H3: product ID: 97755-s, serial# (B)(6), product type: recharger was returned and analysis results shows that rtm never got hot after running it for 10 mins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.